Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that a customer¿s ilet pump repeatedly presented ¿restart ilet 63¿ during initial pairing with the mobile app, consistent with a haptic chip communications error on the vibration subsystem, and the device was replaced; blood glucose was not impacted because the pump had not been started. Symptoms included no adverse physiological effects. Outcomes included no injury, no medical intervention, and continued cgm use on the dexcom app or receiver. Investigation included customer interview, device use history review, confirmation of alert behavior, and replacement logistics with instructions to shut down the device and return it. Investigation of this device revealed a recurrent restart alert attributable to a vibration component i2c communications fault consistent with a haptic subsystem malfunction. It was concluded that the cause was a device component malfunction of the haptic communication circuit.